Manufacturer narrative:
Evaluation of the device is not possible as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Additional devices listed in this report: infinity talar dome. Infintiy poly: device remains implanted in patient.

Event description:
It was reported that the patient may need to undergo a revision surgery due to cyst around the ankle.

Manufacturer narrative:
Additional information was received after the initial report indicating that there was nothing wrong with the implants. The additional surgery was due to a cyst that was not related to the implants. The surgeon packed the cyst with a bone filler.

Event description:
It was reported that the patient underwent a surgery to pack a cyst with vivegen. None of the total ankle replacement implants were removed as the implants were solid.